Event description:
A pharmacist reported to baxter (B)(4) of a solution administration set in which the tube of a set was found disconnected from the chamber, when the nurse opened the packaging. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. Visual inspection revealed that the tube had disconnected from the chamber. The reported condition was confirmed. The root cause may be due to lack of solvent from the assembly machine. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.